Manufacturer narrative:
The revision reported was likely the result of dislocation as reported. A secondary finding would be prosthesis wear and deformation of the polyethylene glenoid component, likely resulting from the reported posterior dislocation event. However, dislocation and the series of events cannot be confirmed and potential contributions of manufacturing or user-related considerations to the event could not be assessed as radiographs and relevant product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 4 years and 3 months post the initial tsa, the patient was revised from an anatomic total shoulder arthroplasty to a reverse total shoulder arthroplasty due to a posterior dislocation of the shoulder caused by the patient doing push-ups at orange theory. The superior/ posterior baseplate was opened per the surgeons request. Once it was inserted, he then decided that using a posterior augment would be in the patients best interest. Following the removal of the humeral head, replicator plate, square drive, poly, peripheral pegs and central cage a posterior baseplate was used with a 38mm glenosphere. A 0mm tray and 0 mm poly were used to complete the conversion to a reverse. A 13mm stem remained from the original procedure. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.